Manufacturer narrative:
(B)(4). Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring and stained address/serial number label.

Event description:
The customer reported via phone call that the rim of reservoir compartment chunk broke off. The customer's blood glucose level was 180 mg/dl at the time of incident. The customer was advised to replace the insulin pump. The customer will return insulin pump for analysis.